Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he experienced halos and glares that occur while playing golf and ping pong and when looks at objects in the distance. It was unknown if having the issue with both eyes. Consumer has reported in past that he did have a yag and has been in regular checkups and has discussed with physician his concerns. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the one of the eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).